Event description:
The following info was provided by the sales rep via telephone; during a coronary interventional procedure, the cypher would not cross the lesion. The physician attempted to remove the device. However, the stent became "hung up" on the guide catheter and dislodged into the periphery - attempts to snare the device were unsuccessful. There are no plans for surgical intervention.